Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient had access site bleeding. Blood products were given to the patient to make the patient more hemodynamically stable. Decision was made to explant impella and place the patient on va ECMO in axillary artery graft.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The impella was not returned for evaluation. However, the data logs revealed impella position unknown alarms with recorded low flow during the case. According to clinical notes, the patient had a decompressed left ventricle (lv), and blood products were administered during treatment. Additionally, bleeding was reported from the sutured graft site after observing the blue hub move into the graft. The cause of the access site bleeding issue was most likely use related based on provided clinical information. The cause of the low pump flow issue was most likely patient condition related to lv decompression, based on provided clinical.